Manufacturer narrative:
The customer reported that the bedside monitor (bsm) failed during patient use in the newborn intensive care unit (nicu). No consequence or impact to the patient was reported. The customer indicated that they will not be providing any additional information regarding the event. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Below is the exact description of the customer complaint: bp reading: 70/24 (39), bp site: l arm, bp problem: low diastolic. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: serial number, approximate age of device. No serial number was provided, so the age of the device is unknown device manufacturer date.

Event description:
The customer reported that the bedside monitor (bsm) failed during patient use in the newborn intensive care unit (nicu). No consequence or impact to the patient was reported.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at (B)(6) reported the following issue: monitor: nicu-03, bp reading: 70/24 (39), bp site: l arm, bp problem: low diastolic. This was provided to nka technical support (ts) from the hospital's department logs. The incident occurred on (B)(6) 2019 for bedside monitor (mu-631ra sn: ?). No further information will be provided from the hospital. Service requested: none. Service performed: none. Investigation result: there was a reported incident in which the bedside monitor in the nicu was reported to have a low diastolic reading problem. Trending of tickets opened at (B)(6) relating to blood pressure readings revealed the following: ID created on product ID description 68447 (B)(6) 2019, 12:14 pm, mu-631ra, (B)(6) 2019, verifying bp readings log 1. 68456 (B)(6) 2019, 12:22 pm, mu-631ra, (B)(6) 2019, verifying bp readings log 2. 68457 (B)(6) 2019, 12:29 pm, mu-631ra, (B)(6) 2019, verifying bp readings log 3. 68469 (B)(6) 2019, 01:46 pm, mu-631ra, (B)(6) 2019,verifying bp readings log 4. 68470 (B)(6) 2019, 02:06 pm, mu-631ra, (B)(6) 2019, verifying bp readings log 5. 68472 (B)(6) 2019, 02:12 pm, mu-631ra, (B)(6) 2019, verifying bp readings log 6. 68475 (B)(6) 2019, 02:18 pm, mu-631ra, (B)(6) 2019, verifying bp readings log 7. 68477 (B)(6) 2019, 03:55 pm, mu-631ra, (B)(6) 2019, verifying bp readings log 8. 68499 (B)(6) 2019, 04:01 pm, mu-631ra, (B)(6) 2019, verifying bp readings log 9. Further investigation of the issue is limited as the device logs were not retrieved for evaluation, nor was the device serial number provided. The details surrounding the incident were not provided and information on the extent of any troubleshooting is unknown. The issue was reported to nka weeks after the incident occurred, making any attempts at gathering additional information difficult. Investigation conclusion: based on the information provided, it is not possible to make any determination of the root cause. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: serial number. Approximate age of device. No serial number was provided, so the age of the device is unknown. Device manufacturer date. Additional information: date of this report, date user facility/importer became aware of the event, type of report, date report sent to FDA, date report sent to manufacturer, date received by manufacturer, type of report, if follow-up, what type? Device evaluated by manufacturer, event problem and evaluation codes.

Event description:
The customer reported that the bedside monitor (bsm) failed during patient use in the newborn intensive care unit (nicu). No consequence or impact to the patient was reported.